Event description:
It was reported that the customer received a motor error alarm from his insulin pump after a bolus. The pt's blood glucose level was 169 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence, but it was slower than normal. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted and motor passed the motor test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.